Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. And absorbable hemostat was used as a part of a clinical trial. The patient experienced intermittent anxiety on (B)(6) 2019 and the seriousness was classified as moderate. The patient experienced tachycardia on (B)(6) 2019 and the seriousness was classified as moderate. The patient experienced vomiting blood, nose bleeds, bruising to knees, febrile neutropenia on (B)(6) 2019 and the seriousness was classified as moderate. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the study subject experienced thrombocytopenia and febrile neutropenia. The thrombocytopenia was not related to investigational product, and not related to surgical procedure, with a severity of moderate. The event required in-patient hospitalization. The thrombocytopenia was treated with 213 ml platelet transfusion, 185 ml and 70 ml packed red blood cells on (B)(6) 2019. The patient was treated with 210 ml platelet transfusion on (B)(6) 2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the 'vomiting blood' event related to the investigational product (yes or no)? Was the 'vomiting blood' event related to the surgical procedure (yes or no)? Was the 'nose bleeds' event related to the investigational product (yes or no)? Was the 'nose bleeds' event related to the surgical procedure (yes or no)? Was the 'bruising to knees' event related to the investigational product (yes or no)? Was the 'bruising to knees' event related to the surgical procedure (yes or no)? Was the 'tachycardia' event related to the investigational product (yes or no)? Was the 'tachycardia' event related to the surgical procedure (yes or no)? Was the 'febrile neutropenia' event related to the investigational product (yes or no)? Was the 'febrile neutropenia' event related to the surgical procedure (yes or no)? Was the 'intermittent anxiety' event related to the investigational product (yes or no)? Was the 'intermittent anxiety' event related to the surgical procedure (yes or no)? Was there any medical or surgical intervention performed to address any of the consequences (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the surgicel?